Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. It was reported that the patient went to the emergency room with the pump eroded through the pocket. Half of the pump was visible. The patient was in the nursing home. No diagnostics/troubleshooting were performed. The system was explanted. The issue was resolved. The patient's status was "alive - no injury." It was later reported that the patient passed away. Infection lead to pneumonia and cellulitis. The date of death was unknown [(B)(6) 2016 (year valid)].

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) indicated they had been notified on 28-aug-2016 of the patient's erosion issue by the health care provider (hcp). The patient was seen on (B)(6) 2016 to have their pump filled and had no issues at that time. The issue that the erosion started was not known. The patient was seen in the emergency room on (B)(6) 2016. The pump was explanted on (B)(6) 2016 and patient was admitted to the intensive care unit after as the patient was 'not in good shape'. They developed pneumonia and cellulitis and other issues. The patient passed away on (B)(6) 2016 while at the hospital and had been treated with antibiotics between explant and their death. The rep called the hcp's office and they had stated the patient's cause of death was sepsis. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.